Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2016 with the following findings: a review of the pump history showed that the pump was manually suspend on 01/06/2016 14:03; deliveries never resumed. The pump was exercised for 24 hours with a 2.0unit/hour basal rate and at the end of testing the basal history correctly showed 2.0unit and total daily dose showed 48.0 units. There were no delivery interruptions or other errors, alarms or warnings during testing. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates and the pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump was detecting the correct force. The pump cover was removed and there was no damage found. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) of 458 mg/dl with large ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was treated with insulin via injection from their home health nurse. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged inaccurate delivery issue.